Event description:
The customer contact reported separation. The tubing set was being used to deliver an unspecified concentration o total parenteral nutrition (tpn). No specific pump programming was provided. After an unspecified length of time, it was reported that the tubing separated at the level of entering the anti-siphon valve of the tubing set. The customer contact reported that an unspecified volume of solution leaked. No specific event details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One used device was received for evaluation. Testing found the 71" tubing separated from the arm of the y-reseal. This was due to insufficient solvent application. This report represents all the information known by the reporter upon query by hospira personnel.